Event description:
Additional incident info received from the hosp indicating that after the pt was trasferred to another hosp, an emergency CABG surgery was performed. During this procedure, the separated distal shaft segment was retrieved. Reportedly, this surgery resulted in bleeding complications to the pt two or three days later, the pt was transferred to another hosp for further observation in the intensive care unit. The pt died two or three weeks after the surgical intervention (the exact date was not reported).

Event description:
After stenting a lesion in the mid circumflex with another company's stent, a dissection occurred proximal. The zeta stent was then placed to resolve the dissection. After the stent was deployed, the physician was withdrawing the catheter and a little bit of resistance was felt. The distal shaft became separated at the guide wire exit notch and remained in the lad. Several attempts were made to remove the separated portion of the shaft, but the attempts were unsuccessful. The patient was sent to emergency surgery at another hospital where the shaft was removed. The patient was reported to be in stable condition following the surgery.